Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaint for loss of capture during the release was confirmed with objective evidence. No manufacturing non-conformities were identified from the investigation. Per the imaging evaluation (ie) performed, the following patient conditions were identified: ischemic heart disease, mac, and an indentation/cleft between p2 and p1 scallops. Available information suggests that procedural context: (1. Patient had thick and prominent papillary muscles, dense chords in the grasping zone, and a calcified annulus in the posterior grasping zone; 2. Capturing was challenging due to a very short tethered pml; 3. The short pml was hard to visualize on echo) likely contributed to the adverse event.

Manufacturer narrative:
A supplemental MDR is being submitted due to image evaluation findings. Information added/updated to section b4, b5, e1 (telephone number), g3, g6 and h2. E1 (telephone number): (B)(6). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. After reviewing the procedural tee and fluoroscopy there is confirmation of damage to valve anatomy associated with the 3rd pascal ace device: two new flail chord segments at aml (a1) and pml (p1) scallops after attempt to implant the device at a1/p1 position (non-commissural). The possible root cause and contributing factors to the damage to valve anatomy include procedural issues: interaction with chords. There is confirmation of 2nd and 3rd pascal ace devices intraprocedural slda of the pml (p1) during suture removal requiring bailout of both devices without posterior clasp control using the rolling technique. The possible root cause and contributing factors for slda appear to be patient related and procedural related. The patient related issues include short pml (p1 6.8 mm) and calcification at the base of p1. The procedural related issue is misinterpretation of p1 leaflet insertion. The first pascal ace device was successfully implanted with no related issues or malfunction. The first pascal ace is stable at a2/p2 position with 12/6 orientation and adequate tissue bridge. Final residual mr is severe 4+. Semi-quantitatively worse than baseline-moderate 3+. The final mean mv gradient was not measured/provided. Unable to confirm any device related issues or malfunctions. The investigation is still in progress, therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. The first device was implanted successfully. Capturing the leaflets was challenging due to a very short tethered posterior mitral leaflet (pml) (less than 7mm) connected to the calcified annulus. Second pascal device was bailed out, as the posterior leaflet slipped out during release. During the implantation of the third pascal device, the pml slipped out again after pulling out the first suture, leading to a bailout. The root cause was identified as grasping into the calcified annulus, resulting in insufficient grasping. A small chord rupture from the posterior 1 segment with a small flail was observed after the bailout, likely due to the bailout technique used and difficulties in freeing the pascal. Dense chordae and nearby papillary muscle likely contributed to chord involvement during the bailout. The patient was stable post-procedure. Initial mr grade was 4, reduced to 2 after the first device, and increased to 3 after the bailout. The patient was discharged and will be monitored. Screening for transcatheter mitral valve replacement will be performed approximately five months after discharge.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. The first device was implanted successfully. Capturing the leaflets was challenging due to a very short tethered posterior mitral leaflet (pml) (<7mm) connected to the calcified annulus. During the second device implantation, the posterior mitral leaflet (pml) slipped out after removing the first suture, leading to a bailout. The root cause was identified as grasping into the calcified annulus, resulting in insufficient grasping. A small chord rupture from the posterior 1 segment with a small flail was observed after the bailout, likely due to the bailout technique used and difficulties in freeing the pascal. Dense chordae and nearby papillary muscle likely contributed to chord involvement during the bailout. The patient was stable post-procedure. Initial mr grade was 4, reduced to 2 after the first device, and increased to 3 after the bailout. Further treatment actions were undetermined at the time of this report.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number 2024-21210-02. The device was not returned for evaluation, as it was discarded after the procedure. B2: other serious - in this case there was no reintervention performed. However, there is a potential for reintervention. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.